Event description:
Central patient monitoring station lost power and the screen went dark. About 15 minutes later, the monitor began smoking and was unplugged by clinical staff. Biomedical engineering was notified, replaced, and sequestered device.